Event description:
A customer reported that coulter lh750 hematology analyzer generated a false positive nrbc result on one patient. The instrument also generated an r flag. The erroneous result was reported out of the laboratory. Repeat testing produced 0% nrbc result, and manual scan also showed no nrbc. A corrected report was sent out. The patient results are shown in the attached file. There was no death, injury, or change to patient treatment as a consequence of this event.

Manufacturer narrative:
No sample collection or storage information was provided. Control information was not obtained for this event. Raw data was requested, but has not been received. Field service engineer (fse) indicated that the wbc histogram was shifted noticeably to the left, with lymph population starting at about 35fl. The fse observed heavy brown buildup on internal electrodes, and bleached the internal electrodes (wbc & rbc). The fse ran latex particles and adjusted wbc aperture voltages up about 3-5 volts. Wbc histogram shifted back to the right to its normal position. The fse also ran patient samples and nrbc values were zero %. As a part of a retrospective review, this event was determined to be reportable.